Event description:
Customer reportedly obtained results of 200mg/dl, 130mg/dl, and 80mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.